Event description:
The reporter states that she obtained the following back to back blood glucose results on the accu-chek compact plus system: 344mg/dl and 131mg/dl; 344mg/dl and 138mg/dl; 393mg/dl and 131mg/dl; 393mg/dl and 176mg/dl; 393mg/dl and 138mg/dl. All aforementioned tests were obtained within 10 minutes. The reporter ate toast after obtaining the 344mg/dl blood glucose result and took avandamet after obtaining the 393mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.